Event description:
Rn was establishing IV site for medication administration when pulling needle back after inserting IV catheter the white stylet broke in half. Needle found inside IV tubing. Needle was able to removed without injury to pt.